Event description:
A discordant low (false negative) result for allergen specific ige (wasp allergen, i3) result was obtained with one (1) patient sample on an immulite 2000 analyzer. The discordant result was released to the physician. The physician questioned the negative result due to the patient's history. The sample was retested, and corrected results were reported. There was no known report of patient care being altered or prescribed due to the discordant wasp allergen result. There was no known report of adverse health consequences due to the discordant wasp allergen result.

Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) analyzed the system data. After analysis of the system data, the tse concluded that the cause of the discordant allergen specific ige (wasp allergen, i3) result is unknown. The instrument is performing according to specifications. No further evaluation of the system is required